Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, they were experiencing an issue between the transmitter bluetooth connection and the g5 mobile application. The patient uninstalled the g5 application, forgot bluetooth devices, turned the bluetooth off and then on. The patient reinstalled the g5 application and relinquished the transmitter. No additional event or patient information is available.